Event description:
It was reported in a service report that the legs did not lock. The service tech examined the cot and could not replicate the event. The cot was found to be performing to specification.